Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
During the repair for a blank screen in the philips bench, the bench technician found that there was a loose speaker wire and no sound was coming from the device. No patient involvement.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.